Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the patient side system (pss) set up joint (suj). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error 26002 occurred, prompting the site to disable a universal surgical manipulator (usm) arm. The procedure continued as planned with three arms, with no known impact or patient consequence.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The set up joint (suj) was analyzed and found in system logs, error 26002 was confirmed indicating that the system encountered a critical communication failure, resulting in a non-recoverable fault. This was coupled with error 307 which indicates a node configured to be present stopped responding, with p-values pointing to the acj board in the set up joint (suj). Upon visual inspection, no issues were found related to the reported event. Installed the suj onto a golden system where no faults occurred in normal mode and the unit functioned as expected. The complaint regarding error 26002 was confirmed by failure analysis. While a definitive root-cause cannot be established since the reported complaint was not replicated during in-house testing, a potential root cause for this failure can be attributed to a fault of a component or module on the axes controller setup joint (acj) board.